Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter contacted lifescan (B)(4) alleging that the subject meter read lower compared to another meter. The patient obtained "6.0 mmol/l" with the subject meter and "10.0 mmol/l" with another meter within an unspecified time. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury.